Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, u702 (switched-capacitor filter) on the distribution node (dn) pca was found to be internally shorted and the pad of pin 7 was lifted from the pca. The failed hi-pot and insulation resistance tests were caused by the shorted u702. The cause of the lifted pin was the heat generated by the short. The root cause of the shorted u702 was unable to be positively identified. No adverse event resulted from the defective belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot adn insulation resistance tests. The last patient to use this belt did not report any deficiencies.